Event description:
Consumer complaint of low blood results. Caller's husband is the pt and not available for blood tests during the call. Results in memory over the past week range from 131mg/dl to 163mg/dl. Caller states her husband's glucose is normally high over 200mg/dl. Pt is on insulin but will not take it when his results are low. No adverse events reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).